Event description:
It was reported that the day prior they were planning on programming a dose increase from 3 mg/d to 4.5 mg/d. It was reported that the healthcare provider (hcp) had some difficulties programming. It was noted that the programmer was trying to make hcp do a bridge bolus when the patient did not need one (concentration was not changed). It was reported that the hcp also got a message mentioning that she may not need a bridge bolus. It was noted that she tried to select ¿no bolus¿ but it wouldn¿t let her. It was reported that the hcp did not make any changes on the concentration screen at all. It was noted that the patient was getting their old dose during the bridge bolus, then after 78 hours the increase will kick in and they will be able to use their ptm. It was reported that they decided to let the bridge bolus run its course. It was noted that the patient had some oral medication to cover any break through pain. It was reported that the pump was used to infuse morphine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported the patient had no issues from this. The bridge ran and the patient was fine. No issues resulted. The patient was getting effective therapy before, during, and after programming the bolus.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).